Manufacturer narrative:
The agent reported patient was tight from a previous surgery from another surgeon. Complaint has been evaluated and is similar to report number 1644408-2022-00027; 508-36-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient was tight from a previous surgery from another surgeon.